Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 500 mg/dl. As treatment, the patient administered manual insulin.

Manufacturer narrative:
The returned device was evaluated and the reservoir was found to be damaged and leaking from the back of of the fill port, causing corrosion, insufficient batteries and data loss. The damaged and leaking reservoir is confirmed as the cause of the reported event.